Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's all buttons were stuck and giving button error alarms. Customer stated that the insulin pump had random no delivery alarm and rewinds louder than before. Customer reported that insulin pump had rejected new batteries and battery life down to 2 weeks also scratch on display screen. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.